Event description:
Manufacturer received a report that the consumer's wheelchair allegedly "caught fire" approximatly 3-4 weeks ago and the unit "smells bad". No injury was reported and the exact nature of the malfunction is unknown at this time.